Event description:
Healthcare worker began experiencing symptoms of burns to breathe in, constant cough and sneezing, burning eyes, and is in a daze at the end of the day. Has been seen by physician, however, no known treatment noted.